Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support advised troubleshooting steps, including pressing the button and connecting to a power source, but the pump did not respond. It was determined that a replacement pump would be sent. The customer confirmed they would use multiple daily injections as a backup and agreed to return the faulty pump using a prepaid label.